Manufacturer narrative:
It was reported that after an initial bunion surgery all hardware was removed due to what the surgeon believed was an allergic reaction to the hardware. There was no confirmation of metal allergy. The device was not returned to the manufacturer for evaluation. Device specific information was not available, therefore a review of device history records was not able to be performed. However, all non-conformances for sterile kits were reviewed and no non-conformances or issues during the manufacture or release of the product were identified to date that could have contributed to what was reported. Based on the limited information available and unsuccessful attempts to obtain additional information, the most likely cause of the allergic reaction cannot be determined as it is unknown if the patient underwent allergy testing to confirm metal as the source. No facts suggest a causal relationship between the implantation/explantation of tmc devices and the patient's reaction. No other patient outcomes were reported as a result of this event. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery all hardware was removed due to what the surgeon believed was an allergic reaction to the hardware. No additional information has been received to date confirming the patient has a metal allergy. No other patient outcomes were reported as a result of this event.